Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current measurement. No unexpected insulin flow blocked or power alarms noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No insulin flow blocked alarm or low battery alarm in pump downloaded history on or near the event date. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing and no unexpected insulin flow blocked or power alarms noted during test. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no delivery/occlusion alarm unknown timing, missing segments/partial display, charge/battery lasts less than expected, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-382a, mmt-332a. Troubleshooting was not performed. Customer reported cracks on the corner, scratches on the right side of the screen making it hard to read, diminished battery life and no delivery alert. No harm requiring medical intervention was reported. No product return was required for mmt-1780kl. No product return was required for mmt-382a. No product return was required for mmt-332a. It was unknow whether the customer will continue or discontinue the use of the devices.